Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037020) on 15-aug-2014. The most recent information was received on 28-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of perforation ('perforation') in a female patient who had essure (batch no. A64633) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. In (B)(6) 2013, the patient experienced menorrhagia ("periods have become so heavy"), syncope ("fainting"), abdominal pain lower ("constantly feel severe cramping, especially during sex"), dyspareunia ("constantly feel severe cramping, especially during sex"), abdominal pain ("pain/ stabbing pain/ like someone is shoving a knife through my abdomen and twisting it vigorously"), migraine ("migraines have started and get worse as time goes on"), pain ("constant pain"), abdominal distension ("abdominal swelling some days it looks as though I am 3 or 4 months pregnant"), discomfort ("discomfort") and depression ("borderline depression") with stress and anger. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation ("migration"). At the time of the report, the perforation, menorrhagia, syncope, abdominal pain lower, dyspareunia, abdominal pain, migraine, pain, abdominal distension, discomfort and depression outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, depression, discomfort, dyspareunia, menorrhagia, migraine, pain and syncope with essure. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. 5 further ae case reports have been received to date in relation to batch no. A64633 (expiration date 31-oct-2015), but none of those cases refer to similar adverse types of events. No batch signal could be identified. No complaint sample was provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. The reported adverse events are not indicative of a quality defect per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 28-apr-2020: new events perforation and migration were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of perforation ('perforation') in a female patient who had essure (batch no. A64633) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("periods have become so heavy"), syncope ("fainting"), abdominal pain lower ("constantly feel severe cramping, especially during sex"), dyspareunia ("constantly feel severe cramping, especially during sex"), abdominal pain ("pain/ stabbing pain/ like someone is shoving a knofe through my abdomen and twisting it vigorously"), migraine ("migraines have started and get worse as time goes on"), pain ("constant pain"), abdominal distension ("abdominal swelling some days it looks as though I am 3 or 4 months pregnant"), discomfort ("discomfort") and depression ("borderline depression") with stress and anger. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation ("migration"). At the time of the report, the perforation, menorrhagia, syncope, abdominal pain lower, dyspareunia, abdominal pain, migraine, pain, abdominal distension, discomfort and depression outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, depression, discomfort, dyspareunia, menorrhagia, migraine, pain and syncope with essure. The reporter considered device dislocation and perforation to be related to essure. Lot number: a64633 manufacturing date: 2012-10 expiration date: 2015-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.